Manufacturer narrative:
Reference record (B)(4). Catalog number in report is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient experienced redness, yellow exudate, and the triangular plate was worn out. A wound culture was obtained that revealed a fungal infection at the insertion site. On an unknown date the patient was prescribed biatain ointment and oral lamisil once per day for 6 months for the stoma site.